Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and (B)(6) 2010 and obturator sling mesh, apogee and monarc sling were implanted. It was not clarified which product was implanted on which date. It was reported that she experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all (B)(4) release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced mesh poking through the vaginal wall, discomfort in the vagina and during sex, and the patient was uncomfortable with inserting vaginal medicine which had to be inserted twice weekly. It was reported that following insertion the patient experienced pain that was so bad that the doctor cut a small portion of the mesh out. The patient had multiple additional surgeries. It was reported that patient underwent mesh revision on (B)(6) 2010 and 08/30/2010. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent implantation of apogee system on (B)(6) 2007, porcine product on (B)(6) 2010, and monarc slingon (B)(6) 2010. No additional information was provided.